Event description:
A malfunction alarm occurred, displaying code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After the reset, the malfunction code did not recur, and the customer continued to use the pump for insulin therapy.